Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one week post implant the right ventricular (rv) lead had loss of capture, high thresholds and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.